Event description:
The following info was reported to an arjohuntleight representative by the nurse: on (B)(6) 2013, the instaflate function allegedly engaged spontaneously and the pt fell out of the bed. There was no injury to the pt.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Additional info will be provided upon conclusion of the manufacturers investigation.